Event description:
A peritoneal dialysis patient reported that he had received m71-1 pneumatic pressure leak during drain. The patient removed the cassette and cycler was wet from the cassette leaking inside. There is no report of patient injury. There is no sample available for evaluation.

Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.